Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and upon initial interrogation the patient was seen to have low output current. The impedance was within normal limits and the battery was ok, 25-50%. The low output current cleared once diagnostics was performed. Implant card received noting the patient underwent a full revision. The generator was replaced prophylactically at the request of the patient and caretaker and relocated due to concerns about the magnet swipes. The lead was replaced as there was damaged observed to the lead coating. The explanted devices were not made available for return. The low output current is captured in MFR. Report# 1644487-2025-10539. This report will capture the damaged lead coating.

Event description:
Additional information received from the surgeon noting that there was no lead coating damage observed,